Event description:
Stryker 4 in 1 cutting block has prongs in the back of the block to keep in place in the bone. While taking block off the bone, which was extremely hard, 1 of the 2 prongs became detached from the block causing a breach in sterility.